Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to the stylus tip position on screen requiring calibration due to a deviation. It was also noted that the stylus cable was pinched. The left keyboard hinge was missing. The upper bullets were broken. The cooling fan was noisy. The printer prints vaguely and the bezel had slight damage that was considered acceptable. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.